Event description:
A nurse reported that during a vitreoretinal surgery, "cutting and aspiration worked on and off". There was no patient harm. Additional information and product sample have been requested for this report.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
The lot complaint history was reviewed; this is the third complaint for the finish goods lot and third for this issue. The device history record shows the product was released per specifications. Upon visual inspection it was determined that adhesive from the manufacturing process was occluding a drive line on the probe, preventing actuation of the cutter to occur. The root cause of the customer's complaint is the occluded drive line which is related to an error during the manufacturing process. This defect would have rendered the device inoperable and thus eliminated any risk to the patient. An action has been opened to determine a root cause and implement appropriate corrective action for complaints of a similar nature. (B)(4).